Manufacturer narrative:
H11: the affected part was returned to livanova for a detailed investigation. Immediately upon powering on the machine, the error message "clamp defective" appeared on the screen associated with the error codes 1200 and 2393. Error messages were reproducible and systematic. The clamp was then opened and visually inspected. Massive traces of liquids were found inside affecting boards and wirings causing the reported condition. The root cause of the event is traced back to liquid penetration ( e.g. Saline solution) inside the internal components, leading to the reported malfunction. The clamp is not reparable and will be scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that an essenz arterial clamp (ac) gave the following error message (2450 code) "ac defective" during procedure. Even changing the port on the power pack and pressing the circuit breaker button on the ac, the issue and the error message persist. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz arterial clamp. The incident occurred in torino, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: affected clamp was replaced by a new one. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.